Manufacturer narrative:
There was no further information provided in regards to this complaint. There was no serial number along with product description disclosed. Additional information has been requested. Upon receiving this information, a supplemental report will be sent. Upon further inspection from a company representative the issue was reported to have been a possible collision with the cart, the release lever was partially pulled so there was a disconnection from the power supply that caused the starting of the battery alimentation although the transport module was still attached to the cart. The company representative tried to reproduce the same event, but actually observed that when the lever is partially pulled the iabp enters in the hybrid mode, although, the transport module is strongly attached to the cart.

Event description:
On (B)(6) 2017 the customer reported, while in use on a patient, the intra-aortic balloon pump (iabp) was off, but the ICU staff reported that they hadn't heard any alarm prior to shutdown. At 1700, the customer reported that the iabp was working, and then at 2200 the iabp had been off. The iabp was replaced with another to continue therapy. The patient expired on (B)(6) 2017. The customer has confirmed that the patient's death is not being attributed to the device. Then they realized that the transport module was unintentionally unhooked from the hospital cart and was, therefore, running on battery. The field service engineer (fse) was asked to print a list of the recent alarms at about the time that the supposed iabp should have warned the staff that the batteries were running out. Unfortunately, there was no track in the list of recent alarms because it's an informational message. We explained that to the customer, however, the customer wishes to report the incident in a complaint because he feels that the outgoing battery message should be an alarm and not a simple message, as from a legal point of view. If there was a damage to the patient, it is impossible now to determine whether it was a machine problem or a staff problem. The fse checked the iabp, and the information messages worked as per specification. It is possible the staff did not hear them. Although the customer reported that there were 7 people in the ICU room. The customer states that any alarm related to an event that can lead to the shutdown of the iabp, with possible damage to the patient, should remain in the iabp log for legal issues. The replacement iabp is being reported under complaint (B)(4). Additional information has been requested.